Event description:
Healthcare professional reported for right side "pain", "hypointense capsular lines compatible in the first term with intracapsular rupture without collapse", "lack of volume" and "asymmetry". Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of rupture, pain were reviewed on (B)(6) 2020. Visual analysis of the photographs identified: opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(6) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side "pain", "hypointense capsular lines compatible in the first term with intracapsular rupture without collapse", "lack of volume" and "asymmetry". Device has been explanted.